Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports low blood glucose symptoms with result of 80 mg/dl obtained on the advantage system while using expired comfort curve test strips. Customer's neighbor contacted emergency medical technicians (emts) and he was taken to the hospital. Customer tested 24 mg/dl on a professional hospital meter and was treated with glucose. Customer was admitted to the hospital for 16 days; his condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.